Event description:
Customer reported his insulin pump alarmed when trying to prime. Customer's blood glucose is 170 mg/dl. Insulin is squirting out during the manual prime process. The device was not dropped or bumped before the alarm. The drive support cap appears normal. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.